Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a female consumer on (B)(6) 2018 via email, she experienced painful and severe corneal ulcer in her right eye. She had visited the eye specialist and was prescribed with gatifloxacin ophthalmic eye drops every hour, prednisolone every two hours and an unspecified night time gel. It was also mentioned that contact lenses had torn in her eye. Symptoms had resolved. Additional information has been requested but not yet received.